Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. The customer's blood glucose was 182 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.